Event description:
A malfunction was reported on the customer's pump with a software error detected, identified by malf 00 code. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appears again.